Event description:
During the pipeline deployment, it was reported that the pipeline could not be released from the capture despite multiple attempts and was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).